Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The boston scientific sales representative stated the patient will be seen again in the future for a revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting a gradual rise in shock impedance measurements over the past year from 90 ohms to the 120 ohm range. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported. The root cause of the clinical observations was not confirmed. It was also reported that this patient actually lives in pakistan and travels to the united states once or twice a year for the device checks. Although remote monitoring is not established in this country, traveling patients are able to use their communicators in pakistan. Therefore, the physician planned to enroll the patient in the remote monitoring system so the new device and lead can be monitored year-round.